Event description:
The customer reported that on 2/3/1998 vasoseal was used following a diagnostic catheterization procedure. About 2 hours later, when the pt started walking, a 7.7 cm hematoma formed. Manual pressure was held & the pt was kept overnight.